Event description:
On (B)(6) 2014, it was reported that there was a blue vertical line going across the display of the patient's blood glucose monitor that affected the values displayed on the device. The patient also stated that the power button often had to be pressed several times before it would respond. No adverse event was reported. The blood glucose monitor was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).